Event description:
Following the diagnostic procedure, the physician closed the arteriotomy using a tsl 6 fr. Closer device in 2001. The device was inserted and deployed in standard fashion. Following the procedure, the pt began to complain of pain in leg. No pulses were palpable in the pt's foot. The pt subsequently went to surgery for restoration of pulses. The surgeon noted that the stitch was located at the bifurcation. The stitch as removed and the artery was repaired. Upon questioning the cath lab staff by a perclose representative, it was revealed that a femoral angiogram was not performed prior to the deployment of the device. The pt recovered without further incident.